Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that during insertion in the patient's internal jugular, or subclavian vein, the connection between the cvc and the 3-way stopcock detached. As a result the catheter was replaced with a new one to successfully complete the procedure. It is not known if this issue caused a delay, however, there was no reported death or complications to the patient as a result of this occurrence. The customer reported this complaint as a "general problem". At this time only this limited information is available and it is not known if further details will follow.

Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us. Device evaluation: it was reported that during insertion in the patient's internal jugular, or subclavian vein, the connection between the cvc and the 3-way stopcock detached. This issue could not be confirmed. One 3-way stopcock was returned. The catheter involved in the incident was not returned. A review of the bill-of materials for EU-15703-cvt product revealed that a stopcock is not provided in this kit. Additionally, the stopcock did not appear to be arrow product. The male (1) and female (2) luer tapers of the three ports of the stopcock were evaluated against the test requirements for arrow stopcocks. The male taper was found to be acceptable. Both female luer tapers were oversized when evaluated. Since the catheter hubs have female luers, only the male luer of the stopcock could be attached directly. A device history record review performed based on sales history and did not reveal any manufacturing related issues. Therefore, the issue could not be confirmed and the probable cause of this issue could not be determined. No further action will be taken.